Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use. Please use e07 (respiratory system) and propose note: "proposed second level coding - voice alteration to capture hoarseness or other vocal changes".

Event description:
It was reported that the patient was experiencing slurred speech and facial paralysis in association with vns stimulation from magnet swipes. It was noted that the patient went to the emergency room after the event, where she was evaluated for stroke symptoms and nothing was seen upon examination. No other relevant information has been received to date.

Event description:
It was reported that the speech impediment face paralysis are not related to the vns in any way. No other relevant information has been received to date.